Manufacturer narrative:
The original probe was supposed to be returned to the manufacturer but there is no evidence that the probe was returned or tested. There is no evidence as to whether the original probe was defective. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper as MFR report # 8010762-2015-00784 and uf/importer # 3008355164-2015-00148.

Event description:
It was reported that during use, the venous probe on the cardiohelp device was not functioning properly. The cardiohelp was swapped out for another. No reported pt effect. Additional info: venous probe #(B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by a maquet service technician who was unable to reproduce the problem he verified the venous probe could produce readings before and after replacing the probe. The original venous probe is being returned for evaluation. A supplemental medwatch will be submitted when additional info become available. (B)(4).